Manufacturer narrative:
(B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: visual analysis of the returned sample determined that five unopened sample of product code w9716t were received for evaluation. Visual inspection of five unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. Bending needle at the tip was observed in one sample, on the rest of the samples no defects were observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Characteristic of the needle and suture were reviewed and belong to 24 mils ks straight needle, with a pds clear in diameter 4-0", length 27". The distorted/twisted needle defect has been correlated to the manufacturing process. Based on the information currently available, the distorted/twisted needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. (B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The needle was reported to be thinner and more bent than usual. There were no adverse patient consequences. No further information is available.